Event description:
Ventilator alarming at 0817. Pt noted to be diaphoretic, pale, ht rate increased, pcvc's increased. Detached pt from vent and bagged with ambu bag to e.t. Tube. 0818 - increased pvc's. Nose of vent circuit noted to be completely occluded with mucous. Nose changed. Pt manually ventilated x 2 minutes. O2 sats stabilized hr 60-70's. (See scanned pages).